Manufacturer narrative:
(B)(4). Batch # m55x4v. The analysis found that one ec60a device was returned with the shrouds damaged near from release button and with an ecr60b cartridge reload loaded on the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the device was not opened completely, because the damaged in the shrouds does not allow the release button to return the home position. It is possible that the damaged was due to an improper handling of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a low anterior resection procedure, the jaws of the device could not open after the first firing. The surgeon used another like device to complete the procedure near the former cut line. There were no adverse consequences for the patient reported.